Event description:
It was reported that the needle clogged while using bd micro-fine¿+ pen needle. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. The patient directly called bdj's cs to report that the drug solution had not come out due to clogging.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the needle clogged while using bd micro-fine¿+ pen needle. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. The patient directly called bdj's cs to report that the drug solution had not come out due to clogging.